Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 65129ud01 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I, lot number 65129ud01, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for several patients. The following data was provided (customer¿s reference range is <0.0342 ng/mlfor males and <0.0156 ng/ml for females; johnson & johnson reference range is 0.000-0.034 pg/ml): patient 1, female, result was 0.020 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. Patient 2, male, result was 0.143 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. Patient 3, female, result was 0.122 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. Patient 4, female, result was 0.218 ng/ml, repeat using a johnson & johnson assay was 0.015 pg/ml. Patient 5, male, result was 0.094 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = patient 1, patient 2, patient, 3, patient 4, patient 5. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98.

Event description:
The customer observed falsely elevated architect stat highly sensitive troponin-I results for several patients. The following data was provided (customer¿s reference range is <0.0342 ng/ml for males and <0.0156 ng/ml for females; johnson & johnson reference range is 0.000-0.034 pg/ml): patient 1, female, result was 0.020 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. Patient 2, male, result was 0.143 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. Patient 3, female, result was 0.122 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. Patient 4, female, result was 0.218 ng/ml, repeat using a johnson & johnson assay was 0.015 pg/ml. Patient 5, male, result was 0.094 ng/ml, repeat using a johnson & johnson assay was <0.012 pg/ml. There was no impact to patient management reported.